Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the transmitter failed. The receiver ((B)(4)) that was used with the complaint device was also returned for evaluation. The returned device was visually inspected and no defect was found. The receiver log was reviewed and no issues related to the customer complaint were found. Functional testing was performed and no failures related to the customer complaint were found. The receiver was determined to be working within the required specifications without malfunction. The customer complaint of intermittent out of range was confirmed with the returned transmitter and the root cause was determined to be a defective transmitter.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient was advised to reset the device which was unsuccessful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.